Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the luer lock was not properly connected. Tandem technical support (cts) educated the customer on how to properly connect the luer lock. Customer primed the tubing in an attempt to resolve the issue; however, issue persisted, and customer completed a supply change. Customer¿s blood glucose level was 130 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s pump user guide indicates, "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing."